Event description:
It was reported that: pt is experiencing pain. Pt described the pain as achiness. Pt recently began having problems lifting her right leg. Pt states that the problem began 2-4 weeks ago. Pt is reporting that she has to manually lift her right leg with her hands when she enters her car as she is unable to lift it by itself. Pt also states that she is able to get up and down stairs holding on to the rail. Pt states that she went to the doctor and reports having x-rays.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.